Manufacturer narrative:
Block b5 has been updated with the additional information received on july 5, 2024. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the second flange did not deploy. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on july 5, 2024. It was reported that the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the second flange did not deploy. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.